Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not working anymore. Customer¿s current blood glucose was 363mg/dl and blood at time of incident was 290mg/dl. Drive support cap appears normal and insulin exited at quick release. Customer was hospitalized for not related to diabetic reason. Insulin pump will not be return for analysis.